Event description:
Dealer stated that the gear assembly for the reeclining seat on the comet-hd scooter has allegedly stripped.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model comet-hd, serial number/date code (B)(4) is approximately 1 year 9 months old. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. This product is not sold in the USA.

Manufacturer narrative:
Additional manufacturer narrative: this medical device report (MDR) was inadvertently reported under manufacturer registration number 3002146487. The report should have been submitte under manufacturer registration number 1531186.